Event description:
It was reported that during a peripheral stenting treatment procedure guide wire coating detachment occurred. The indication for the procedure was aneurysm of the left common iliac artery. Vascular access was obtained via the left femoral artery. The target lesion was located in the non-calcified and non-tortuous common iliac artery. When the physician attempted to remove a xxl balloon dilatation catheter from the amplatz super stiff guidewire, he noticed a little bit of resistance. When the wire was removed from the patient missing coating was noted. No patient complications were reported and the patient's status is reported as stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure, guide wire coating detachment occurred. The indication for the procedure was aneurysm of the left common iliac artery. Vascular access was obtained via the left femoral artery. The target lesion was located in the non-calcified and non-tortuous common iliac artery. When the physician attempted to remove an xxl balloon dilatation catheter from the amplatz super stiff guidewire, he noticed a little bit of resistance. When the wire was removed from the patient missing coating was noted. No patient complications were reported and the patient's status is reported as stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the device revealed peeled coating along the entire body. The distal end section was slightly elongated. The device appears to have been in contact with a sharp or metal object. The outer diameter of the wire was measured and found to meet specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).